Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states patient should not continue byte treatment due to the aligners ill fitting and the patient has 3 teeth that need to be filled at the gum line and has 7 small cavities due to the ill-fitting aligners. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.